Event description:
As reported a 27mm mitral bioprosthetic valve required a valve-in-valve (viv) procedure after an implant duration of approximately 8.5 years due to degeneration leading to stenosis. Transcatheter valve was implanted successfully and patient was discharged. There were no reported complications.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without return of the device, the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.